Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a wedge resection, the stapler fired but the staple formed poorly. The surgeon changed the handle and reload to complete the procedure. There was no patient injury.